Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room and then hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 677 mg/dl and insulin pump was not delivering insulin. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with manual injection insulin. Customer was not using auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.